Manufacturer narrative:
Product event summary # fusion, inaccurate product analysis: product:9733560xom - insufficient information; other relevant device(s) are: product: 9733467 sn: unknown product description: software 9733467 fusion ent app. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the system was ¿not mapping properly¿. The issue occurred when the site was trying to register the patient. There was a noted visible shift in the scan because the patient had moved. There was less then an hour delay to the procedure due to this issue. Navigation was ultimately aborted due to this problem. There was no reported impact on the patient¿s outcome.